Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture and increased threshold. It was further reported that the right ventricular (rv) lead exhibited safety pacing, high threshold and decreased r waves. Both leads remain in use. No patient complications have been reported as a result of this event.